Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
It was reported that one (B)(6) male patient (B)(6) with ischemic heart disease and sustained vt underwent left ventricular catheter ablation under cps surveillance and suffered a cardiac tamponade requiring pericardiocentesis on (B)(6) 2017. Physician commented that the causality of adverse event was unrelated to procedure or device and the event did not resulted in the impairment of a body function or damage to a body structure. Patient required puncture of pericardial effusion and drainage and extended hospital stay. Patient was fully recovered. Title: ¿cerebral protection during catheter ablation of ventricular tachycardia in patients with ischemic heart disease.¿ the purpose of this study was to assess the safety and feasibility of an endovascular 2-filter-based cerebral protection system (cps) in left ventricular vt ablation procedures in patients with ischemic heart disease. Eleven (11) consecutive patients were enrolled in this study. This study was conducted from between march 2016 and july 2017. Navistar thermocool ablation catheters were used in this study, however catalog and lot number were unknown.